Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 6th september, 2022 getinge became aware of an issue with one of our surgical lights ¿ powerled 500. As it was stated, corrosion has built up on the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Getinge became aware of an issue with one of our surgical lights ¿ powerled 500. As it was stated, corrosion has built up on the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. According to the information provided by the getinge service technician, the device was repaired by the replacement of the faulty fork - s/e arceau df std 700 sans bouchon (ard368306998). It was established that when the event occurred, the surgical light did not meet its specification and it contributed to the event due to rust occurrence. The device was not being used for patient treatment or diagnosis when the issue occurred. Comparing the number of claimed devices to the install base, we conclude that the failure ratio is moderate. As stated by the subject matter expert at the manufacturing site, the concentration of chemical products and the stagnation of cleaning agent residues on the disinfected surfaces are the main factors leading to the deterioration of surfaces. To avoid paint degradation and corrosion it is recommended to respect the cleaning instructions (IFU for powerled 01581 en 09, pages 35-38), avoiding spraying, high concentrations, prolonged exposure to detergents/disinfectants solutions, and to wipe with a dry cloth and to make sure that no liquid residue is left on the device after cleaning. To reduce the appearance of rust or the degradation of the surface, the technical manual or maintenance manual (technical manual ¿pwd_maintenancemanual_01582en08_lubrication¿, page 254) mentions in the preventive maintenance to lubricate some parts of device. In order to prevent any safety related issue, daily checks mentioned in user manuals or IFU (e.g. ¿41176-powerled_userman_01581_extract_daily inspection¿, page 20-22) must be performed by the user. Maquet sas recommends to perform corrective maintenance to rectify the default after its detection. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).